Event description:
Additional review indicated the information in MFR report # 3004209178-2012-03495 pertains to this manufacturer's report. Any additional information will be reported in this report.

Event description:
It was reported that the patient had experienced 4 urinary tract infections since being implanted with their device. The patient is allergic to penicillin, and was treated with keflex for one infection and contracted clostridium difficile. It was stated, the patient was put on sulfameth trimethoprim on (B)(6) 2012 when she contracted another uti. The reporter stated, the patient has had 2 more uti's since then. The patient was received effective therapy from the device despite the uti's, but has "been having a lot of diarrhea." It was stated, the patient was prone to uti's before being implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot#, (B)(4) serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID 3037 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient.